Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the wall adapter. The pump was able to be charged with an alternate wall adapter. Blood glucose was 170 mg/dl.